Event description:
Report received of an interruption in therapy related to an alarm condition. The pt was reportedly receiving dopamine (premixed 400mg in 250ml) at 15 to 18ml/hour and was reported to be very sensitive to any interruption in flow. The pt was reportedly already intubated receiving ventilatory support. According to the customer contact, the pump alarmed with an occlusion alarm that was not immediately noted by the staff. It was reported that the patient's blood pressure and heart rate fell and "the pt coded" requiring fluid boluses epinephrine ivp and the pt went into ventricular fibrillation requiring defibrillation one time. The pt was successfully resuscitated and the pump was replaced. Though requested, there was no additional information available.